Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Right hemi colectomy. What was the procedure date? (B)(6) 2017. What was done to address the issue that occurred with the device? The firing cartridge did not shape as b, so staple line was crushed. How was the procedure completed? Pick another tlc and suturing. Was there any patient consequence as a result of the device issue? If yes, please provide further detail of the consequences. None reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? What was the procedure date? What was done to address the issue that occurred with the device? How was the procedure completed? Was there any patient consequence as a result of the device issue? If yes, please provide further detail of the consequences.

Event description:
It was reported that during an unknown procedure, the staples did not shape b at all. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/20/2018. Batch # n55x9g. Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.